Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported during shift check, the display screen on the autopulse platform (sn 34169) does not display any information when powered on. Per the customer, the backlight is on. After the customer installed a new autopulse li-ion battery, the platform displayed multiple symbols on the screen and is not operating properly. No error messages were observed. No device malfunction is reported for the batteries, and they perform as intended in other platforms. No patient involvement.